Manufacturer narrative:
(B)(4). Date sent: 10/20/2020. D4: batch #u5c66u. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of user error, the instructions for use do contain the following: "caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted. Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. "Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. "Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed." The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information: three photos were received for review. Upon visual inspection of three photos, the following was observed: the first photo shows a malformed staple on the anvil slot. The second photo shows a blue reload fully fired. The cartridge belongs to batch: u5aa6y. The third photo shows an echelon flex 60 device about the blister. Based on the first photo, the event described is confirmed. However, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event, however no device has yet been received for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic right upper lobectomy surgery, the device would not fire completely. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.